Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Manufacture date - unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced in section h6. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the glidesheath slender sheath was leaking. The estimated blood loss was less than 250cc. There was no patient injury/medical or surgical intervention required. The patient was in stable condition. The procedure had a positive patient outcome. Additional information was received on 12nov2020. The procedure being performed was a cardiac catheterization. They continued with the procedure as planned and continued to work while the sheath was leaking.

Manufacturer narrative:
This reported event has been deemed not reportable based off the investigation of the actual device; inspection of the returned sample upon receipt found that the device had no visual anomalies and no fluid leakage was observed during functional testing.